Event description:
It was reported that during start up of ventilation, there were technical errors and ther was no delivery to the pt. There was no harm to the pt. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental medwatch will be provided when investigation is finished.

Manufacturer narrative:
The investigation of the returned expiratory channel printed circuit (pc) board has been completed. Evaluation of received device logs confirms the occurrence of the reported technical errors and a stop of ventilation on the date of event. Several high priority alarms occurred in conjunction with this event. Electrical measurements on the expiratory channel pc showed that a capacitor in the pull magnet supply circuit was shorted. A failure leading to the reported technical error will lead to a stoppage in ventilation when the safety valve is not in its predetermined state. Appearance of this failure will be notified to the user by a generated high priority alarm and the reported technical error code. Our conclusion in this matter is, that the reported issue was caused by a shorted capacitor on the expiratory channel pc board. Why the capacitor had failed has not been established from this investigation.

Event description:
(B)(4).